Event description:
Same case as MDR ID#: 2134265-2013-06517. (B)(4). It was reported that following a percutaneous coronary intervention, in stent restenosis and angina occurred. In (B)(6) 201,2 the subject presented due to unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion#1 was a de novo lesion located in the proximal left anterior descending (lad) artery extending to mid left anterior descending (lad) artery with 99% stenosis and was 20mm long with a reference diameter of 3.0mm. The physician was treated the lesion with pre-dilation and placement of 3.0 mm x 20 mm and 3.00 mm x 16 mm promus element plus stents in overlapping fashion. Following post dilatation, residual stenosis was 0%. Two days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented due to unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. The 90% restenosis that was found at the junction of previously placed overlapping study stents located in mid left anterior descending (lad) artery and was treated with percutaneous coronary intervention with 0% residual stenosis. One day post procedure, the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 2 days prior to the index procedure, the subject presented with left sided anterior chest pain, radiating down to the arm and was admitted for further evaluation. At the time of the event, the stents located in mid left anterior descending (lad) artery was treated with a 3.5 x 12 mm non-bsc stent, subsequently post dilated with a 3.5 x 12 mm quantum balloon.